Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6)as per investigation report. Omit: c20 - no findings available. Correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date. Additional information: imdrf annex a, g, b, c codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that while infusing heparin during transport to CT scan the pump shut-down. Upon internal customer investigation it was noted the device had corroded iui's. There was patient involvement but no harm.

Event description:
It was reported that while infusing heparin during transport to CT scan the pump shut-down. Upon internal customer investigation it was noted the device had corroded iui's. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.